Event description:
It was reported by service report that the head end of the bed was drifting down. The customer could not determine whether there was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Faulty nut in lift motor.